Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (vh-3010). Would not power on. No issue during a case reported. Procedure completed with a separate vh-3010. No procedural delay no patient injury.

Manufacturer narrative:
(B)(4). Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The device was returned to the factory for evaluation on 02/05/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were not lit. No further testing was conducted due to the device not turning on. A manufacturing engineer evaluation was requested. A manufacturing engineer evaluation and final testing of the power supply was conducted on 04/11/2025. A fluke 8846a precision multimeter bmram ID# (B)(6), per mcv00030545 rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 0.00vdc; low current output: 0.00 amps dc; high current output: 0.00 amps dc. The voltage and current were found to be out of specification. During the testing, it was observed that the green led indicator light located next to the extension cable connector were not illuminating. See attached engineer evaluation. Based on the returned condition of the device and engineer evaluation, the reported failure " failure to deliver energy" was confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. See attached email. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.